Event description:
It was reported via repair work order that the cot was positioned at full height when the head end of the cot collapsed to the ground. The cot had been stationary for 20 minutes then collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cot had allegedly dropped from the head end but no malfunction was found which may have caused or contributed to this event. The green gas cylinder had potentially malfunctioned but no specific functional issue was reported as a result of the allegedly malfunctioning gas cylinder. Additionally, no further details were provided around the green gas cylinders condition suggesting that it had affected the device functionally. The green gas cylinder was only a non-functional/cosmetic concern. The customer has also provided communication that they are working on a retraining program on proper device usage.

Event description:
It was reported via repair work order that the cot was positioned at full height when the head end of the cot collapsed to the ground. The cot had been stationary for 20 minutes then collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.